Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6)2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. After an unspecified period of time, the patient experienced redness around the stoma of about 3 cm diameter with discharge. The patient was treated with antibiotic ceclor 500 mg 1x3 for one week. Ceclor treatment was completed. On an unreported date, the stoma was dry without secretion. The redness subsided and the patient was satisfied.